Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported event of the implant being unable to be placed into the osteotomy and/or lacking primary stability is likely due to the patient bone quality (pre-existing condition) or the surgical technique. There is no reported malfunction and/or deficiency of the implant and there is no indication that the implant has caused or contributed to the failed attempt to place the implant. More than 800 complaints related to this event have been investigated since (B)(6) 2017 and, out of these investigations, no signals indicating potential manufacturing non-conformances affecting primary stability have been identified. Therefore, this event has been deemed not reportable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an implant (tsv4b13) was unable to be placed into osteotomy. Implant did not achieve primary stability. Site was bone grafted.